Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the occurrence of error message multiple times (sf 74). However, performance testing could not reproduce the reported event. Based on all the evidence and previous investigation of similar complaints, the investigation determined that the reported issue was most likely due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) related to software. There was no patient harm or serious injury reported as a result of this incident.